Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer postal code:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm was generated on a homechoice device. It was reported that the patient had several problems with the cassette lines as "they would collapse and the solution would not be loaded giving error 2240 (line problems)". The issue occurred during setup. There was no patient involvement. No additional information is available.